Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. According to the physician, the capsule did not release and was attached to the esophagus. He tried to manipulate the handle but could not get it to release. The physician pulled the capsule out of the patient and may have torn the esophagus. The patient was bleeding and was transported to hosp for further treatment and he is fine. It should be noted that the physician did not try to use the emergency handle break process in order to release the capsule and this might have led to the bleeding esophagus.